Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A surgeon reported that before a procedure he power set on the display was lower than the output. There was no system message displayed. There was no patient involvement. Additional information was requested and received.

Manufacturer narrative:
The system was examined and the reported event was replicated. The laser cavity was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 13, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a non-conforming laser cavity. The manufacturer internal reference number is: (B)(4).